Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident was 100 mg/dl. Troubleshooting was initiated for the blank display. The customer stated that the right side of the pump was really dark as if it were discolored. The customer confirmed that the pump had not been dropped, bumped, or exposed to moisture. After cleaning the battery cap contacts and changing to a new aaa alkaline battery, the display did not return. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.